Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields - e1(event site postal code - (B)(6), event site state - (B)(6). A getinge field service engineer (fse) customer complain that key board not working checked the unit and found that key pad not working properly remove pcb , keypad controller board and reset all cable of keypad controller board .after reset cable and found keypad working ok.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by the customer, the cs300 intra-aortic balloon pump (iabp) keypad was not working. There was no patient involved.